Event description:
Healthcare professional reported right side "deformity" and via MRI "lobulated contours," "intracapsular complication," "contours with some lobulations," and "radial folds," "small partial plane of associated extracapsular complication," "scarce peri-implant liquid" and "partial collapse of the elastomer." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b3, b5, d6a, d6b, h6.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported right side "deformity" and via MRI "lobulated contours," "intracapsular complication," "contours with some lobulations," and "radial folds," "small partial plane of associated extracapsular complication," "scarce peri-implant liquid", "contracture" (baker grade iii) and "partial collapse of the elastomer." Device has been explanted.